Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger on the 10 ml bd luer-lok¿ tip syringe is difficult to pull back which is causing ergonomic challenges as well as impacting their workflow. There was no report of injury or medical interventions

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch #7122964 (p/n 309604): manufacturing dates: 05/11/2017 - 05/12/2017. All in-process inspections were performed as per requirement with no quality notifications related to the complaint defect. One silicone weight test was performed during the manufacture of this batch. The test was acceptable per applicable specification. Batch 7122964 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Without a sample, an absolute root cause for this incident cannot be determined.